Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient died. In (B)(6) 2010, the patient underwent an index procedure with the deployment of the 24 x 3mm taxus liberte stent to the mid left anterior descending (lad) coronary artery. Post procedure residual stenosis was 0% with timi post flow 3. The patient did not receive a peri-procedural loading dose of the thienopyridine medication. The patient received the study medication maintenance dose of clopidogrel 75mg and was started on aspirin 100mg. At the time of discharge, the patient was on warfarin or similar anticoagulant therapy. In (B)(6) 2012, the patient died an unknown number of days follows the last dose of study medication. The patient died during the night and was discovered by his wife the next morning. Cause of death is unknown. The patient¿s death certificate was not available and no autopsy was performed.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).